Manufacturer narrative:
Concomitant continued: 310c27 tissue value, implanted 2016-(B)(6).

Event description:
It was reported that the surgeon believed one of the leads was nicked during a tricuspid valve repair procedure. An interrogation revealed the right atrial (ra) lead triggered a warning for low impedance indicating an insulation failure. The right ventricular (rv) lead had a warning for increasing impedance to high levels and exhibited high threshold. The leads remain in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.